Manufacturer narrative:
The reported tracheostomy 7.0mm prof cuff 15mm connector was returned for investigation. The returned device was received inside a plastic bag and without its original package. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination. The results showed no visual discrepancies. Functional testing was performed and a syringe was used to inflate the pilot balloon which was submerged under water, in order to detect any leakage. The result confirmed the liner tear in the pilot balloon.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the listed tracheostomy tube was in use with patient for 7 days when the cuff was found leaking. There were no further adverse effects to patient reported. The user facility also reported that the tracheostomy tube cuff had been leak tested prior to inserting the tube into the patient.